Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that there was noise and loss of capture at maximum outputs in bipolar configuration on another manufacturer's chronic right ventricular (rv) lead. It was noted that the lead had previously been reprogrammed to unipolar configuration. The lead impedance measurements for both the rv and another manufacturer's chronic right atrial (ra) leads had steadily decreased to around 250 ohms. A revision procedure was performed where the rv and ra leads were surgically abandoned due to removal difficulty and the device was electively explanted. No additional adverse patient effects were reported.